Event description:
On (B)(6) 2020, (B)(6) yo male presented to ep lab for elective watchman placement device for chronic afib. After tee completed ep specialist proceeded to insert the device. The device dislodged in the mitral valve obstructing blood flow and the patient became hypotensive. The patient went into full cardiac arrest due to obstructive flow. CPR initiated and the device embolized into the left ventricle and there was rosc. The patient stayed several days in ICU and initially was improving. After further complications developed the pt expired on (B)(6) 2020. FDA safety report ID # (B)(4).